Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient's medications were noted to be adjusted. The device remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.